Manufacturer narrative:
Catheter model 8709sc; serial# (B)(4); implant date: 2009-(B)(6); explant date: na.

Event description:
The actual residual volume (9 ml) was greater than the expected residual volume (2 ml). The patient was not having a medical or therapy problem. The pump was delivering morphine and dilaudid.

Event description:
It was later reported that the patient had a disconnected catheter. The catheter was reconnected and was "working after procedure".